Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, a sales representative reported via email that the ar-1204ff flipcutter iii drill in the ar-1288qsb-100 all-suture quadlink kit broke during a procedure. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 06-apr-2026: during an acl reconstruction procedure, an ar-1204ff flipcutter iii drill was being used to ream the femoral tunnel when the device shaft broke. The breakage occurred while the drill was actively rotating and while the device was inside the patient. No metal fragments or debris were observed at the time of the event. The drill was replaced with an ar-1204af device, and the remaining components in the kit were used to complete the procedure. The surgery was delayed for a few minutes. No additional anesthesia was administered to the patient, and no further complications were reported.